Event description:
It was reported that the pulse generator could not be interrogated with multiple programmers. The device was not implanted.

Manufacturer narrative:
Final analysis found normal device characteristics.